Event description:
The complaint was reported by a customer from USA. Burning smell.

Event description:
The compliant was reported by a customer from the USA. Software installation issue.

Event description:
The complaint was reported by a customer from the USA. Software installation issue.